Event description:
This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital. The patient was recovering from this peritonitis complaint.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12i28032 and h12j10013. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).